Manufacturer narrative:
Eval summary: the complaint device was not received for eval. Product history records could not be reviewed because, the reporter did not provide a lot number or any identification traceable to the mfg documentation. Additional info was requested via phone on 12/08/2010, 12/09/2010, and 01/03/2011; via mail on 12/09/2010; and e-mail on 12/09/2010. (B)(4).

Event description:
A customer reported her vision got worse following the use of this product. She noted, she suffers from dry eye and psoriasis. She stated, her skin around her eyes began to dry out which also affected her condition and her vision. She reported, she has switched to another multi-purpose solution and her symptoms are improving. Additional info has been requested.